Event description:
Libre3 plus freestyle sensor failed to operate after installation 24 hours previously. This is the second occurrence with this product in the past month. Device code: 3023. Patient code: 4582. Reference report#: mw5185991.